Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. In 2025, the patient experienced bleeding. On an unspecified date, the patient experienced middle hepatic vein injury, gelatin syringe broke during preparation/device malfunction contributed to the middle hepatic vein injury, and doctor didn't know how to connect the applicator. A sales rep reported that, during (open abdomen surgery) right hepatectomy, the tip of the applicator went into a vein and caused damage when the doctor tried to use it by pushing, as doctor didn't know how to connect the applicator. The details are unknown at this time, so it is being confirmed. Additional suture was performed to complete the case. The cause of the incident was identified as the gelatin syringe was broken during the preparation of the surgiflo. The surgiflo pressure caused the applicator to move and damage the middle hepatic vein when the luer lock was not functioning, and an applicator was connected and used. The bleeding from the vein damage was stopped by pressure hemostasis with surgicel nu-knit, about 50cc of bleeding. It was noted that the patient's condition has not been affected since the surgery. No sample will be returned. For gelatin syringe broke during preparation/device malfunction contributed to the middle hepatic vein injury and doctor didn't know how to connect the applicator, and action taken with evithrom was not applicable for the events middle hepatic vein injury and bleeding. The outcome of middle hepatic vein injury, gelatin syringe broke during preparation/device malfunction contributed to the middle hepatic vein injury, doctor didn't know how to connect the applicator and bleeding was not reported.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: per user facility medwatch form mw5176649, this spontaneous report received from a health care professional by a company representative concerned a patient of unspecified age and sex. The patient's height and weight were not reported. The patient's past medical history included: right hepatectomy (open abdomen). The patient received evithrom (form of admin not reported, topical, batch number not reported) dose, frequency and therapy dates not reported, for right hepatectomy (open abdomen). The product was associated with medication error. Concomitant medications included: surgiflo. No concomitant medications were reported. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.